Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician tested the lead before putting it into the patient and was not able to extend the helix. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.